Event description:
During routine testing at instatllation of unit, co svc rep noted output of vaporizer was not within spec. There was no pt involvement. Investigation/conclusion: the vaporizer was returned to vaporizer testing facility. The vaporizer was tested and found to have output low to spec. The vaporizer was tthen disassembled, and a particle of metal contamination was found in the thermostat. Co concludes the low output from the vaporizer was due to the metal contamination. Co has reviewed their servicing/calibration procedures and have taken corrective action to help prevent contamination in the vaporizer. This is the only MDR reproted within the last 12 months that involves a serviced vaporizer where metal contamination was found. Approx 19,000 vaporizers are serviced annually at co's vaporizer svc center. Center. And maintenenace manual states the user is to check that when the vaporizer dial is turned on, that the dial of no other vaporizer mounted on the same vaporizer manifold can be turned on.